Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked, and the customer had been throwing them away. When inquiring if the customer had any serious injury or hospitalization due to the leaks, the mother advised that there was an incident several months ago, but she was not sure if it was directly related. The mother did not recall any of the information at the time. No further information was provided.